Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 39 complaints, regarding 43 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound caps seal; and inspect the sound cap after use of physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port, was being used during a robotic assisted excision mediastinal mass procedure on (B)(6) 2023 when it was reported, ¿a piece of the blue seal broke off in the patient and was not found.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the surgeon used a scope to search for the fragmentation. The procedure was completed with a 10-15-minute delay. This report is being raised on the basis of injury due to device fragment left in patient.